Event description:
The implantable neurostimulator was in a power on reset condition. A physician mode recharge was completed. The patient was instructed to complete the recharge at home. The patient did not recharge his device; the implantable neurostimulator was still discharged at the next visit. The implantable neurostimulator was replaced three weeks later. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.